Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test and self test.

Event description:
Information received by medtronic indicated that insulin pump had button error. Customer stated buttons were not held down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.